Manufacturer narrative:
A beckman coulter fse was dispatched to evaluate the instrument. The fse confirmed a leak at reagent probe b and replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 600i synchron access clinical system leaked from reagent probe b intermittently. The operator wore personal protective equipment consisting of a lab coat and gloves. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.